Event description:
Customer reported that she had high blood glucose of 185 mg/dl. Customer stated that her serter was not working correctly, the sensor was needle hub was getting suck in the serter and the sensor pulled out of the skin when it was removed. Customer also stated that the needle was either missing or broken on one of her sensors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.